Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced multiple therapy issues with an implanted pain stimulation implantable pulse generator (ipg) neurostimulator. The patient reported inadequate pain relief from the neurostimulator and ongoing leg and back pain. An x-ray revealed that the implanted battery was positioned sideways and protruding from the back, which led to a battery revision in (B)(6) 2024. Despite the revision, the patient continued to experience insufficient pain relief and expressed frustration with the device, perceiving it as defective. Patient reported recharging issues with ins since implant. The patient underwent magnetic resonance imaging (MRI) which further addressed the implant site and therapy effects. During breast cancer treatment, the patient left the stimulation off due to minimal benefit. The patient also reported that the area of pain could not be reached by the stimulator. Additionally, the patient had a port removed from the chest in may. The healthcare provider offered to replace the implanted battery, but the patient declined due to dissatisfaction with the device. The patient was redirected to the healthcare provider for further management.